Event description:
Pt was applied to a semi-auto defibrillator and the analize button pushed. Machine called for a shock and started to charge. Prior to administration of shock, machine aborted shock and called to check pt.